Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high, out of range shock impedance alert. Variability in the impedance measurements was also observed. Technical services (ts) was consulted and discussed the reported variability is expected due to the daily measurement timing. Ts noted there was a gradual rise in the shock impedance measurements after the lead was first implanted. In the subsequent months, the impedance measurements remained constant; ts added there was no noise in the shock electrogram (egm). Ts suggested to continue monitoring this patient and to raise the shock impedance alert limit to 150 or 175 ohms. No adverse patient effects were reported. This rv lead remains in service.